Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the connecting tube of the endoscope reprocessor was failing. It was noted that the connector kept breaking. There was no harm or user injury reported due to the event. This report is part four of four related events. (Patient identifiers: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d1, d2 and d4. D1, d2, d4: corrected the model information of the subject device. The device history record was unable to be reviewed for this device since the lot number was not provided. Therefore, the device manufacturer date is unknown at this time. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the connecting tube could not be connected due to detachment of the lock lever by external stress applied in the incorrect direction. However, the specific root cause of the external stress applied in the incorrect direction could not be determined at this time. Olympus will continue to monitor field performance for this device.